Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. The root cause of this event may be due to shipping damage or user mishandling. Terumo will monitor for future issues. The complaint will be included in associated awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the oxygenator seemed to have been dropped in transit. It was upside down and the outlet port cut through the end cap. The product was changed out and no further issue was noted. The event did not cause delay in surgical procedure.